Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month. Manufacturing evaluation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. The right heart failure and infection (driveline, local, and pump pocket) is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Patient was admitted on (B)(6) 2018 confirmed that the (enterobacter and burkholderia cepacia complex) infection was not device related. Blood culture was taken on (B)(6) 2018 and resulted positive for enterobacter on (B)(6) 2018. Patient on vanco, meropenem, and gentamycin. Septum cxr on (B)(6) 2018 resulted with burholderia cepacia complex. Minocycline 100 mg added to antibiotic medication. Still ongoing to date. The patient's pi events possible caused by the patient's right heart failure, due to potential not enough bi-vad flow. The patient was treated with rvad centrimag placed to provide forward blood flow and received 1 unit of prbc. Status of care noted that the patient will have a continual right ventricular support. No further information was provided.